Manufacturer narrative:
Method: the device was received for analysis. A visual inspection was performed and a review of the device history record (DHR) was performed. Results: there are no device testing results available as the investigation and eval are currently in progress. However, upon visual inspection of the device, it was discovered that the inner latex membrane and the kraton membrane were ruptured. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related non conformance reports (ncr¿s) for this lot. The lot met the process specs, including the quality control acceptance criteria prior to release. Conclusions: once the analysis and investigation are completed a follow up report will be submitted. Per the DHR lot met the process specs, including the quality control acceptance criteria prior to release. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for add¿l investigations.

Event description:
Fill volume: 7500ml. A pump pre-filler reported that a pump ¿made a pop sound and pump is no longer firm. No leaks were detected, discovery was mde during filling process¿. There was no pt contact. On (B)(6) 2015, upon receipt and visual analysis of the device, it was discovered that the inner latex membrane and the kraton membrane were ruptured.